Event description:
On (B)(6) 2024, an eye care professional (ecp) reported a patient (pt) in malaysia experienced pain in the right eye (od) after wearing an acuvue® oasys® brand contact lens (cl) "for a few hours" on (B)(6) 2024. The pt¿s eye was red upon removal of the cl. The pt noticed ¿like something dirty¿ on the cl upon opening. The pt cleaned the lens and the ¿like something dirty¿ disappeared; however, when the pt felt pain when trying to wear the cl. The pt returned the lenses to the (B)(6) store on (B)(6) 2024 and the ecp mentioned the eye was red when the pt was in the store. The pt was treated at a hospital on (B)(6) 2024 for a ¿corneal infection.¿ the ecp could not provide any further details regarding the event. On 16jul2024, a johnson & johnson sales representative provided additional information obtained from the pt. The pt found a "thin, black ¿spider web¿ look alike: inside the blister package while opening a new cl to wear. The pt removed the cl from blister, cleaned it with saline, and wore the cl "as per normal." The pt was hospitalized for 3 days after being diagnosed with a "corneal infection." The pt was not able to provide the type/name/dosage of the treatment provided and does not have a copy of the medical report. The pt was instructed not to wear cls for the next 3 months. On 19jul2024, a johnson & johnson sales representative provided additional information. The pt was admitted to hospital for 3 days. The pt will provide the medical report. The ¿black ¿spider web¿ look alike¿ was found in the solution once opening the blister. The pt cleaned the lens with saline before insertion and experienced eye pain when wearing the lens. On (B)(6) 2024, the pt's medical report was received by email. Visit dated on (B)(6) 2024: pt was seen for od pain with redness and blurred vision after wearing a cl a day before. Pt was diagnosed with contact lens related corneal ulcer od and was admitted for intensive antibiotic treatment from (b)(60 2024. Pt was seen for follow-up on (B)(6)2024 and vision recorded as 6/18, pinhole vision 6/9 in the od. Pt had scarring over od cornea. No additional information has been received. This event was determined to be reportable to the applicable regulatory authorities on 16jul2024 with notification of the pt's hospitalization. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l0060gz was produced under normal conditions. The od suspect cl is available for return and evaluation, but has not been received. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On 03sep2024, product evaluation was completed for returned product. One lens case containing 2 contact lenses and 4 sealed blister packages were received and evaluated. Magnified visual inspection of the opened lenses revealed no abnormalities. Ph and conductivity of the sealed blisters were measured and met specification. No foreign matter was found. If any further relevant information is received, a supplemental report will be filed, as appropriate.